Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device was not returned for investigation. However, the logfile shows e400 triggered 9 times as last entry in a row. Advised the customer to start troubleshooting the unit and to check for the o2 sensor, sinter filter and the inspiration block valve test. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista 1000 that when the unit is turn on, it shows error 400-insp. Valve or device leaky and not getting a start ventilation. The customer confirmed that there was no patient involvement associated with the reported event.

Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical determined root cause as due to a defective inspiration valve nt. Initiated a warranty replacement for the nt valve.